Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products used during procedure: carto 3 (15025), stockert st-5509, coolflow pump hei06390, soundstar catheter (cat#: 10438577, serial#: (B)(4)), pentaray nav catheter (cat:#d128207, lot#:17230849l) (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure on (B)(6) 2015 using a smarttouch thermocool catheter. The patient developed pericardial effusion which was noticed after the ablation where the patient had a slight drop in blood pressure. The patient suffered cardiac tamponade later in the night, and an intervention was performed to suture the area of the perforation in the superior vena cava (svc). The physician believes the event was caused by the spines of the pentaray catheter closing together and pinching patient tissue because of the way the long sheath locked the spines in place. Bwi reports this event under pentaray catheter, and also takes conservative approach to report this event under smarttouch thermocool since the effusion was noticed at the end of the procedure when the ablation catheter was withdrawn.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 10/14/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation ablation procedure using a smarttouch thermocool catheter and suffered cardiac tamponade. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.